Event description:
The customer reported the system displayed black images. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Repair of the system is dependent on approval by the facility. As of yet, this has not occurred.